Manufacturer narrative:
Reported event: an event regarding incorrect version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 355 found that the quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect version. There were other reported events ((B)(4)). Conclusion: the session data from the case was reviewed showing passing probe, reamer, impactor, and pelvic check-point values up until cup plane capture (loose checkpoint stated). Intra-operative cup inclination and version values during impaction and cup plane reported in the event description were also confirmed in the session file. An analysis of the post-operative x-ray shows that the final cup placement is likely in less anteversion than that reported by the system during the cup plane capture after manual manipulation of the cup, however, image quality is poor. A review of the acetabular registration shows that an insufficient amount of points were captured outside of the acetabular rim and were not sufficiently spread per recommended pattern. Based on this analysis, suboptimal pattern replication during pelvic registration is the likely root cause for the discrepancy between intra-op and post-op reported cup values. The data at this time shows all system verification values were within tolerance and the system operated as expected. No system defect or malfunction is suspected.

Event description:
Case was going smoothly until the surgeon was finishing impacting the cup liner and was not happy with his perception of the version on the cup. We had planned for 40/20 and post-impaction, we were showing 40/16 and he was ok with it to move on. Surgeon removed the liner and screws in the cup and began moving the cup manually with a secondary impactor threaded into the cup, periodically checking inclination and version using the surgical cup plane page. We checked the version as he moved the cup around approx 7-8 times. Finally landed on a version of 35, which he was happy with. Placed new screws in, applied new cup poly, and finished the femur before reducing and closing. I'd also like to note that during surgical plane checking of the cup as he was moving it around, I had him use the probe to check the pelvic checkpt to ensure that array was fine. About halfway thru this process, the checkpt simply popped out of the wound. I alerted surgeon that I now cannot guarantee the accuracy of the array since the checkpt was possibly loose during the troubleshooting part of the case (zero issues with checkpt during normal robotic reaming and impaction). I was made aware of a potential issue with this case when I was called that friday and the surgeon said according to his reading of the post op x-ray (he admits he could be off due to scatter of the image) he is reading a version of 23-24 instead of a final version of 35 where we ended the case after the last surgical cup plane result. (It is entirely possible he was not on the same ring when we were checking scp. I had to explain it to him in case 3-4 times the importance of staying on one ledge or ring. His incision is so small that we had issues with this part as well as issues with registration, where we struggle the most on a daily basis w hips.) Surgical delay: 45 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case was going smoothly until the surgeon was finishing impacting the cup liner and was not happy with his perception of the version on the cup. We had planned for 40/20 and post-impaction, we were showing 40/16 and he was ok with it to move on. Surgeon removed the liner and screws in the cup and began moving the cup manually with a secondary impactor threaded into the cup, periodically checking inclination and version using the surgical cup plane page. We checked the version as he moved the cup around approx 7-8 times. Finally landed on a version of 35, which he was happy with. Placed new screws in, applied new cup poly, and finished the femur before reducing and closing. I'd also like to note that during surgical plane checking of the cup as he was moving it around, I had him use the probe to check the pelvic checkpt to ensure that array was fine. About halfway thru this process, the checkpt simply popped out of the wound. I alerted surgeon that I now cannot guarantee the accuracy of the array since the checkpt was possibly loose during the troubleshooting part of the case (zero issues with checkpt during normal robotic reaming and impaction). I was made aware of a potential issue with this case when I was called that friday and the surgeon said according to his reading of the post op x-ray (he admits he could be off due to scatter of the image) he is reading a version of 23-24 instead of a final version of 35 where we ended the case after the last surgical cup plane result. (It is entirely possible he was not on the same ring when we were checking scp. I had to explain it to him in case 3-4 times the importance of staying on one ledge or ring. His incision is so small that we had issues with this part as well as issues with registration, where we struggle the most on a daily basis w hips.) Surgical delay: 45 minutes